Event description:
Problems with repeat urinary infections when previous to surgery had very few over many years. Continuing problems with vaginal irritation, pelvic pain in left side. Reason for use: cystocele and rectocele.